Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump was programmed for residual volume 280 ml, rate 5ml.hr. And approximately 49.5 hours later the bag was completely empty and should have had 33 ml remaining. No adverse patient effects were reported.